Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl. It was stated that the customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found no delivery alarms. It was stated that the infusion set was changed to resolve the issue. It was stated that the reservoir and infusion had been thrown away. It was stated that the father did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.